Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Trigger is stuck partially on confirmed complaint: plunger valve worn and dirty. Replaced plunger valve. Cleaned main valve. Repair log 98699 1216677-2022-00201 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: inspect returned samples. *analysis and findings: complaint (B)(4) distribution history: the complaint product was manufactured at csi on 02/29/2012 under work order (B)(4) and sold on (B)(4) 2012. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this product was returned on 03/23/2018 on repair number 88515. This product was returned for the cannister freezing. The bottle was losing vacuum and was replaced. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed physical damage. The trigger was stuck. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the plunger valve being worn and dirty. Corrective actions: the plunger valve was replaced and the main valve was cleaned. The unit was tested and found to be acceptable and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Trigger is stuck partially on confirmed complaint: plunger valve worn and dirty. Replaced plunger valve. Cleaned main valve. Repair log 98699. 1216677-2022-00201-1 wallach ultra freeze 900076 (B)(4).